Manufacturer narrative:
(B) (4). (B) (4). Hernia recurrence. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an open repair of left indirect inguinal hernia with an oval mesh on (B) (6) 2009. The wound discharge summary dated (B) (6) 2009 is unremarkable as well as the post-operative visit dated (B) (6) 2009. Post-operatively, the pt reports on the one-year f/u dated (B) (6) 2010 that the hernia has recurred. The pt did not seek medical attention, however, the pt reports taking narcotic pain medication of an unspecified type and dose.